Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that during an implant procedure, the physician reported experiencing difficulties positioning this left ventricular (lv) lead. It was noted the brady lead could not advance through the narrowed coronary sinus (cs). The physician attempted to place the lead in the middle cardiac vein but was unable to achieve any threshold capture even at high outputs likely due to insufficient myocardial contact. The physician elected to extract the lead and implanted a new lead in the left bundle branch (lbb) position successfully. No adverse patient effects were reported. This lead was returned to facility awaiting analysis.